Event description:
It was reported to philips that the system failed to start; delayed power-off and restart improved situation on an allura xper fd20 biplane. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed a system reboot and recommended observation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).